Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone that they experienced high blood glucose level. Customer's blood glucose level was 450 mg/dl. Customer did not mention how they treated their high blood glucose level. Customer did not mention any symptoms related to the high blood glucose. It was not mentioned whether auto mode was active at the time of the incident. Customer declined troubleshooting for high blood glucose. The device will not be returned for analysis.